Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that test strips were missing from their onetouch ultra2 kit. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue occurred at 2:30pm on (B)(6) 2015. The patient manages their diabetes with meloxicam (dosage unknown) and denied making any changes to their regular diabetes regimen routine as a result of this alleged issue. The patient stated that they experienced symptoms of ¿frustrated, sleepy and thirsty¿ right after the product issue started, and as a result of these symptoms self-treated by having a meloxicam tablet (dosage unknown). No blood glucose readings from the subject meter were provided at this time. At the time of troubleshooting the cca educated the customer on the correct contents of their package and was able to confirm that there were no missing test strips. Although the cca was able to identify that there was no missing product in the patient¿s kit, this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of serious injury after the alleged product issue began.